Event description:
It was reported by the customer that a pyxis anesthesia 4000 system froze during a procedure, causing a 5-minute delay for a user trying to remove medication. The affected procedure was irrigation debridement tibia surgery and fentanyl the required medication. Customer stated that there was neither harm nor discomfort to patient and no medical intervention was required as they rebooted the station to remove medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database was corrupted and that a clean database installation was required. The database was cleaned and replaced successfully to resolve. The system functioned as intended.

Manufacturer narrative:
Section d4: corrected model number, catalog number and primary unique device identifier number.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2021 to 01-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station's database was corrupted and that a clean database installation was required. The database was cleaned and replaced successfully to resolve.

Event description:
It was reported by the customer that a bd pyxis anesthesia 4000 system froze during a procedure, causing a 5-minute delay for a user trying to remove medication. The affected procedure was irrigation debridement tibia surgery and fentanyl the required medication. Customer stated that there was neither harm nor discomfort to patient and no medical intervention was required as they rebooted the station to remove medication. There were no adverse events or injuries reported based on this event.